Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion from 3.6-4.8 cm, 4.0-4.6 cm and 6.3-7.1 cm from the distal tip consistent with lead friction to the ICD can or another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.